Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as "hospital acquired", however no additional information was able to be obtained, therefore the cause of the event was assessed as unknown. While hospitalized for an unrelated medical condition, the patient was diagnosed with peritonitis approximately two days after the admission date. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status was unknown. No additional information is available.